Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported facility experienced a needle issue while using the powerglide pro medline catheter. Additional information received via postal mail on FDA 3500a form: 03/04/2021: it was reported the wire was not intact. X-ray ordered, the results reflected a small piece of wire retained and catheter noted attached to the wire in the medical aspect of the patient 's right arm. The wire measured approximately 1.5cm. Physician notified. The patient underwent fluoroscopic procedure to remove retained wire and catheter. No immediate complications noted. Patient was discharged 02/15/2021. No complications known at this time.